Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lcd lens, bubbled dso seal, and a bent latch handle. The tamper seal was broken. Review of the event history log (ehl) showed cassette not attached properly." A functional test and visual inspection were performed and the reported issue was duplicated. The downstream occlusion seal and sensor were contaminated by fluid. As a result, the downstream occlusion sensor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a cassette alarming error. Patient involvement unknown.